Manufacturer narrative:
Loose or disconnected lines are a known cause of a system error 2240. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available; a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of peritoneal dialysis therapy. The patient stated he woke up and noticed his transfer set had disconnected from the catheter, later clarified to be disconnected from the patient line due to a loose connection. The patient reconnected. The patient will start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.